Event description:
It was later reported the motor stall occurred on (B)(6) at 530 pm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing.

Manufacturer narrative:
Product ID 8596sc serial# (B)(4), implanted: 2008 (B)(6), product type catheter product ID 8709sc lot# n182665004, implanted: 2008 (B)(6), product type catheter product ID 8835 serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient was frustrated in that he was off of work because of the need for a premature pump replacement. Patient was disappointed regarding motor stall due to corrosion. Patient was getting good relief from new pump.

Event description:
It was reported, the personal therapy manager was reading a motor stall on the pump. A motor stall occurred with no recovery. The pump had been stalled for four hours. The pump was placed in minimum rate. A pump replacement was planned. The pump was delivering hydromorphone and bupivacaine. It was later reported, the patient experienced underdose symptoms. The patient was managed with oral medication through the weekend until surgery could be scheduled. The patient status was alive, no injury. The logs were checked. The pump was replaced. It was later reported, the patient experienced withdrawal on (B)(6) 2013. The patient presented to the emergency room. A motor stall alarm occurred. The patient was given oral pain medication with some improvement of symptoms. The pump was interrogated (B)(6) 2013 prior to replacement and the pump was still stalled and had a tube set log. It was later reported, the patient was starting to feel and experience minor signs of withdrawal. The pump was placed in minimum rate to decrease any chance of overdose since oral medication was being prescribed. It was later reported the cause of the motor stall was not determined. The patient is much improved and receiving therapeutic response.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.